Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 357 mg/dl. It was stated that the customer had been experiencing high blood glucose levels of 500 mg/dl all day. It was stated that the customer was also sick with a stomach virus or food poisoning. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the trainer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.